Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure, because the pt's ipg had flipped. The physician revised the pocket and implanted two extensions. The pt was reportedly doing well after the procedure.